Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned for evaluation. Device analysis revealed a damage of the femoral marker/femoral marker flakes off. Impedance testing shows an electrical open at distal wave form. During image characterization testing, no image appeared in the ilab system. X-ray analysis images revealed that the electrical failure was a result of a positive lead disconnect from the face of the transducer. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
Reportable based on investigation completed on 03mar2016. It was reported that lost image occurred. An opticross imaging catheter was used to visualize a non calcified target lesion however, lost image occurred. The procedure was completed with another opticross imaging catheter. No patient complications were reported and the patient's status is good. However, device analysis revealed a damage in the femoral marker/femoral marker flakes off.